Manufacturer narrative:
(B)(4). Additional information requested and received: the surgeon uses a black cartridge with no buttressing for every firing for the completion of the sleeve what is the current patient status? I do not know. Were there any issues intra-operatively? During the initial case there were no issues with ethicon stapling products. Where was the exact site of the leak? There was no leak associated with initial case. How was leak address? N/a. Were there any issues with staple formation? No issues with staples during initial case. What was the appearance of the deployed staples? N/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the initial sleeve gastrectomy procedure the procedure was completed with no issues or patient consequence. Five to ten days post-op the patient was taken back into the or for an additional procedure. Unknown why they were taken back to the operating room what occurred in the operating room. Unknown current patient consequence.